Event description:
The physician reported capture failure relative to the subject pacemaker. A re-intervention was performed, and psa measurements of the associated ventricular lead did not identify any irregularity. However, inspection of the lead identified that the connector pin appeared to be loose. Another ventricular lead was implanted, and when attempting to connect this lead with the subject device, full insertion could not be obtained. Another pacemaker was implanted.

Event description:
The physician reported capture failure relative to the subject pacemaker. A re-intervention was performed, and psa measurements of the associated ventricular lead did not identify any irregularity. However, inspection of the lead identified that the connector pin appeared to be loose. Another ventricular lead was implanted, and when attempting to connect this lead with the subject device, full insertion could not be obtained. Another pacemaker was implanted.